Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4) npi 8300 error code 571.6241. Display board- segment dim. There was no patient involvement. Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: customer reports error code 571.6241 on their 8300 (sn: (B)(4)) using 8015 sn: (B)(4). When they use a different 8015 the error code clears. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: error code is observed while using an 8015 small screen. 8015 small screen is end of life and parts and servicing is no longer available. Recommended customer not use that 8015. Ended call. (B)(4).